Event description:
The customer reported a leak from the front of the unicel dxh 800 coulter cellular analysis system. The customer stated that approximately one hundred (100) milliliters of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a sticky solenoid vl230 which was causing the leak. The fse proceeded to replace vl230 to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. (B)(4).